Event description:
A 46-yr-old female had bilateral breast implants in 7/82. She returned to or in 1/83 at which time bilateral capsulotomies with implant exchange were carried out. Her implants began to harden as early as 1984 and slowly progressed until 1989 when the pt found she had difficulty in performing simple tasks such as reaching and lifting. In 7/92 a CT scan ruled out rupture; it was the impression of the physician that the pt had a constellation of signs and symptoms which was suggestive of generalized fibromyalgia; the other major feature was the history of the implant with local fibrotic reactions of capsular contracture. Or report: both implants were intact and the capsules were intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.